Event description:
The cfn (B)(4) sales exec reported that the "customer spikes normal saline bag with set, primes, and hangs. Connects to pt's peripheral IV extension set. No flow or dripping in drip chamber. They check the IV by pinching above distal injection site, and flush saline into site - IV flushes, and a bubble at top of pump segment is observed." There was no report of pt harm or medical intervention. No add'l pt or event details were provided to the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the devices be rec'd for eval.